Event description:
It was reported that the device reached elective replacement indicator and there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator and there may have been premature battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device eri<=2.625 volt. Weekly battery voltage log data shows min bat=2.628 to 2.623 volts minimum between (B)(6) 2011 and (B)(6) 2011. 1 - patient alert for low battery voltage on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) we did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri. Time of rrt in save to disk on (B)(6) 2011, device eri<=2.625 volt. Weekly battery voltage log data shows min bat=2.628 to 2.623 volts minimum between (B)(6) 2011. One - patient alert for low battery voltage on (B)(6) 2011. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.